Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that the patient experienced discomfort at the pocket site. For a couple of months prior to the report they had noticed the pocket being more sensitive. The patient was indicated for spinal pain and failed back surgery syndrome. The rep later reported that the patient had a revision performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.